Manufacturer narrative:
UDI # (B)(4). Stenosis and/or regurgitation, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly, may contribute to stenosis and/or regurgitation. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient's underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. Of note, this pericardial mitral valve was initially used off label as it was implanted in the tricuspid position. Per the instructions for use (IFU), "the carpentier-edwards perimount magna mitral ease pericardial bioprosthesis model 7300tfx is indicated for patients who require replacement of their native or prosthetic mitral valve." Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of one (1), 11 months due to tricuspid stenosis and regurgitation. The ttvr was performed with a 26mm 9750tfx transcatheter valve without complications. The patient was discharged home in stable condition.

Event description:
It was reported that a patient with a 27mm 7300tfx mitral valve, implanted in the tricuspid position, underwent a valve-in-valve procedure after an implant duration of one (1) year, 11 months due to tricuspid stenosis and tricuspid insufficiency. The ttvr was performed with a 26mm 9750tfx transcatheter valve without complications. The patient was discharged home on pod #2 in stable condition.

Manufacturer narrative:
H10: additional manufacturer narrative: updated sections b7, d4 (expiration date), h4, h6 (method codes). The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. H11: corrected data: corrected sections b5, h6 (results code).